Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies found. However, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant, the lead helix did not appear to be deployed on fluoroscopy. The lead was retracted, but no changes could be seen. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.